Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery deplation. The device was replaced with another guidant ICD. Upon receipt at guidant's reliability assurance laboratory, initial engineering calculations indicate this device did not meet expected longevity predictions.